Event description:
I believe the dexcom, a medical supply MFR for continuous glucose monitors that is situated in (B)(4), ca, is not providing the appropriate support services to its customers for its sensors. They have created a policy last year where if your sensor falls off, they will replace three of those sensors in twelve months. I started on the g7 sensor on august fifth and have had two sensors fall off and one quit taking glucose readings. That in the next eleven months, I would only have access to one more "courtesy replacement" from the sensor falling off from the MFR. When they will not give me access to another sensor, I will have to return to using my glucometer for ten days for each time my sensor falls off after three in twelve months. A year ago, dexcom would replace a sensor for any reason, whether it fell or quit working. In getting a replacement for a sensor that quit working, you will not get one if you do not have a specific number on the end of the box for the sensor. This did not happen before this new policy. I am again denied access to a sensor that I need to make my cgm to work and would have to return using the glucometer for ten days. I have called to see if I could get a sensor elsewhere. My endocrinologist is not a medical equipment distributer. My medical equipment supplier will not send me a single sensor without a prescription for more sensors. Medicare says to send my dexcom equipment back to the medical supply distributor and get a different brand of sensor. This would be difficult to get processed with the medical supply distributor and I would be left without a sensor for at least a month while all the changes are made by the distributor. When I spoke to a supervisor at dexcom, (B)(4), I said dexcom has set a policy that creates a problem and it has not created a solution to that problem. I cannot go out and get just one more. Lf, they wanted to charge me for a replacement, at least I could have access to the equipment, I need to continue my insulin therapy. A third representative in technical support did tell me that you could submit a request for a forth courtesy replacement and it would be reviewed in three to five days and you would be given the replacement. (B)(4) denied this was a possibility until I told him what the representative said. His response was to affirm that was in place but not to expect to get a replacement from them. I am sure that is true because two other technical assistants appeared to have no idea of this option and the dexcom representative to my endocrinology office, said that she had not heard there was an option to get more than three replacements. So effectively, it is not an option since none of the employees are aware of it! Dexcom has no solution to this problem other than having you revert back to your glucometer which has no function tied to my pump like giving me insulin when my blood sugar is high, as my pump docs with real time readings from the sensor. I also believe that this is a policy that is intended to reduce costs for dexcom by denying me access to the insulin therapy they had been providing. A dexcom representative for my endocrinologist sent me two pictures. One is for the current g7 being sold. The second one to the changes they are making to the g7 to improve its adhesive is not being sold yet. So dexcom is aware that the g7 has a weakness with it's adhesive, and changed their policy to limit how many replacements they will provide for it falling off, hence, reducing its expenses and the quality of my healthcare and health. My name is (B)(6). When I spoke to the supervisor at dexcom, he would not give me any info. I wanted to file a formal complaint but that was not a possibility. He said he would talk to his team about it but he could not get back to me. I spoke to a rep that said their policy was appropriate. Ref number # mw5159367, mw5159368.